Event description:
Olympus was informed that during an unspecified procedure, the teflon pad became detached from the grasping section of the device and fell inside the patient. The device fragment was successfully retrieved and the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the probe tip was bent and the curved scissor was detached from the dowel pin but was still attached to the insertion section. It was noted that the teflon pad was deformed. The device was sent to the original equipment manufacturer for further investigation and confirmed the reported phenomenon.